Event description:
This solicited case from (B)(6) was received on (B)(6) 2014 from the patient's daughter via patient support program. This case involves a female patient of unknown age who was deceased/passed away after receiving treatment with synvisc one injection. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection, at a dose of 06 ml, once, (indication, batch/lot number and expiry date: not reported) into an unspecified location. On an unknown date in (B)(6) 2013, (02 months later), the patient passed away due to an unknown cause. It was unknown whether autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: not reported. Company causality: not associated. Additional information was received on (B)(6) 2014 ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated (B)(6) 2014; the follow-up information received does not change the prior assessment of the case. Sanofi company comment dated (B)(6) 2014: in this case, the causal role of the suspect drug synvisc one cannot be excluded for the occurrence of the fatal event of deceased/patient passes away, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment, and moreover the lack of information regarding the autopsy findings of the patient and the further information lack regarding the autopsy details precludes the complete case assessment.